Event description:
The complaint/event involved a plum 360¿ infuser. It was reported that the battery ran low and the device stopped sending messages while infusing on line b during the end of infusion. The customer also stated that the issue was not related to physical damage/abuse. There was patient involvement, however, there was no adverse event or human harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
Although a n58 low battery was identified in the device history, the infusion device passed self-testing. The customer¿s complaint that the battery ran low, and device stopped sending messages, infusing on line b was not confirmed. Note: although the complaint was not confirmed, an incorrect battery was identified during visual inspection. This battery was replaced and the change battery soft key was pressed.